Event description:
After 26 mos of implantation, this ICD was explanted and returned because it was reported that during a f/u interrogation a message was displayed stating the device was at eol (end of life).

Manufacturer narrative:
The analysis from the MFR is pending.